Event description:
The customer reported the ventilator restarted and alarmed. The customer reported there was no patient harm. The hospital bio-med was able to duplicate the reported event during testing of the unit. Review of the ventilator's diagnostic log history indicated the occurrence of a restart of the ventilator. The bio-med replaced the power supply to address the finding. Extended self testing and applicable final testing was completed and tests passed per operating specifications.